Event description:
It was reported that shaft detachment occurred, requiring additional intervention. A 150/10 renegade hi flo catheter-infusion was selected for use. During the procedure, the catheter was flushed inside the patient, and it was noted that a portion of the catheter came off. The device was removed, and the procedure was completed with an alternate device. There were no patient complications as a result of this event, and the patient is expected to fully recover.

Manufacturer narrative:
Further event information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the renegade hi flo device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.